Manufacturer narrative:
Visual inspection of the implant confirmed the presence of a broken screw. Investigation confirmed the device's fracture. Visual inspection also shows a rounding of the external hex features, and is seen in the photographs taken. A DHR review of the lot number for the implant associated with this event returned shows no non conformances. Since the complaint report did not indicate any sequence of events that may have caused the event as reported, no results or conclusion can be drawn.

Event description:
The doctor states the mount screw broke inside the implant. The doctor removed the implant and placed another implant with in the same procedure.

Manufacturer narrative:
Evaluation anticipated not yet completed